Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No grinding noted. The motor was tested outside of device and passed. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received button errors. Customer stated that diminished battery life lasting about a week, louder grinding than before. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.